Event description:
A customer received the error message "sensor unavailable" when scanning the adc freestyle libre sensor. On (B)(6) 2019 the customer's husband could not wake up the customer from sleep. She had subsequently lost consciousness. A blood glucose of 2.1mmol/l was obtained on an unspecified meter and the paramedics were called. The customer was provided unspecified treated by the husband and unspecified IV fluids by the paramedics for hypoglycemia. A final blood glucose of 10.2mmol/l was obtained on an unspecified meter after treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received the error message "sensor unavailable" when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer's husband could not wake up the customer from sleep. She had subsequently lost consciousness. A blood glucose of 2.1mmol/l was obtained on an unspecified meter and the paramedics were called. The customer was provided unspecified treated by the husband and unspecified IV fluids by the paramedics for hypoglycemia. A final blood glucose of 10.2mmol/l was obtained on an unspecified meter after treatment. There was no report of death or permanent injury associated with this event.